Event description:
During troubleshooting for an unrelated alarm during fill on a homechoice (hc) machine, it was reported that the registered nurse (rn) had disconnected the empty heater bag and connected a new bag to the heater line. The technical service representative (tsr) assisted the rn in ending therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.